Event description:
It was reported that the patient experienced 5 seizures after the device was programmed on following initial implant. The patient was taken to the emergency room. The patient's father reported that the seizures began 2 hours after the device was programmed on. The physician's office reported that the patient experienced 3 generalized tonic clonic seizures prior to the device being programmed on. The patient was taken to the emergency room where the device was programmed on. It was noted that the seizures were believed to be a result of the anesthesia wearing off and that it was unlikely related to vns stimulation. It was reported that the patient experienced 5 breakthrough seizures. The patient's pre-vns baseline frequency is 5 breakthrough seizures per week and the increase was 4 seizures in 24 hours. The increase in seizures is expected post-anesthesia. The patient was seen for follow-up on (B)(6) 2015. Device diagnostics were within normal limits. No additional relevant information has been received to date.